Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. The lens was successfully implanted, so it will not be returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion of the intraocular lens (iol) under a surgical microscope, the doctor noticed plastic-like particles stuck along the posterior optic edge of the iol, on both sides between the haptics location. The doctor tried to aspirate the particle out of the patient¿s eye with no success. The iol remains implanted. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Note: it had been incorrectly indicated in the initial report that the product would not be returned. Although the lens remains implanted, the delivery system was returned and evaluated. This supplemental report captures the evaluation of the returned delivery system. Device available for evaluation, returned to manufacturer on 4/13/2018. Device evaluation: the lens remains implanted. The foreign material could not be removed; therefore, the source of the particle could not be identified. The delivery system of the pcb00 system was returned. The delivery system was observed with the plunger advanced and locked as the preparation of the device requires. The device was opened and no damage in the subassembly components was observed. The components were in good condition; nothing was broken. The complaint could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The sterilization record was also reviewed and it was found in compliance with the sterilization process parameters. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.